Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps were broken which resulted in iodine leakage. The damaged minicaps were discovered during use of the devices for peritoneal dialysis therapy. While connecting the first minicap, it was observed that the minicap was broken which resulted in iodine leakage. The minicap was replaced; however, it was observed that the new minicap was also broken in the same way. It was also reported that when opening the minicap packaging, all the iodine was spilled on the foil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.